Event description:
(B)(6) reported episodes showing noise resulting in vf detection and shock therapy on (B)(6) 2022. Clinician was informed that patient had been at the chiropractor at the time and subsequently evaluated in the ed after the shock therapy. Hmsc trend values were stable and noise only evident on the atrial and ventricular near field channel on the recordings. Clinician to get more information regarding what was done during the chiropractor appt and the device check that was performed in the ed. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.